Manufacturer narrative:
As received, a partial lead was returned for evaluation in one piece. The lead investigation found all five filars of the outer and inner coils were fractured distal to the suture tie impression. The electrical testing and visual inspection of the partial lead did not find any other anomalies.

Manufacturer narrative:
Based on the physician review of the x-rays, the leads appear to be fractured. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Related manufacturer report number: 2017865-2017-02068. During follow up, the right atrial lead (ra) and right ventricular (rv) leads were viewed under fluoroscopy and were fractured. The leads were capped and replaced and the patient is stable.

Event description:
The leads were explanted and replaced.